Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the saphenous vein with no calcification or tortuosity. The 8x80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter ruptured during use and a portion of the balloon sheared off. Thrombectomy was already open so it was put back in to retrieve anything that could have been left in the patient. Nothing was seen left behind on angiography post procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report the device was received and the hub, shaft, and tip of the device were separated and not returned. The additional parts separated at the same time as the balloon and were simply withdrawn. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separations were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. Possible factors that could contribute to balloon material ruptures include, but are not limited to, insufficient preparation, inflation technique, or interactions with other devices. In this case, a conclusive cause for the reported balloon rupture could not be determined. The balloon rupture likely did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separations during removal; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.